Event description:
It was reported that the patient presented in clinic due to syncope. Device interrogation revealed high pacing impedance, fracture, break due to clavicle crush confirmed via fluoroscopy on the right ventricular (rv) lead. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient was in stable condition.